Event description:
It was reported by service report that the stretcher brakes are not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: caster tube brake pin guides.